Event description:
It was reported that during a gyn procedure; device did not fire. Surgical delay unknown. Patient consequences unknown.

Manufacturer narrative:
(B)(4). Date sent 9/26/2024. D4 batch #189c66. B3: only event year known: 2024. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with no reload present. During the mechanical testing, it was noted that the firing mechanism on the device was damaged and no reload present. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as to what caused the firing mechanism to fail as no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/ thick tissue between the jaws, may result in increased forced to fire or instrument failure. A manufacturing record evaluation was performed for the finished device batch number 189c66, and no non-conformances related to the reported complaint condition were identified. The lot#563c61 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: could you please clarify how long was the delay (hours/minutes)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? The delay was approximately 15 minutes. There were no complications for the patient. Another stapler was retrieved that worked perfectly fine. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.